Event description:
Additional information received reported that the patient was going to consult with the neurosurgeon about repositioning the implantable pulse generator (ipg). It was stated that no further information was known about the patient at this time.

Event description:
It was reported that a patient felt like stimulation stopped, and then it came back on when the patient increased using the patient programmer. It was stated that she was just on her boat for a couple hours today and stimulation sensation stopped but she could feel it again when she increased. It was reported that the patient usually set stimulation at 1.3. It was stated that she used to keep it at 1.2, increased to 1.3, and now she was up to 1.45. It was stated that if she raised her arms or changed position she could feel stimulation sensation and knew it was turned on, but today she tried that but still felt no stimulation sensation. It was reported that the patient went to her healthcare professional (hcp) for a cat scan for this issue. It was also reported that the patient was having problems with her legs, when she walked or got up from the sitting position she had to wait a minute before her legs could move, and her legs felt ¿(B)(6)¿ starting about 3 weeks ago. It was stated that the patientwas feeling great for a long ti me then all of a sudden these problems started. It was noted that the patient had plantar fasciitis in her foot and got cortisone shots, but it was noted that the hcp said it would not affect her legs. It was stated that the patient was taking ibuprofen hoping the symptoms would go away but that have not. The patient reported that when the managing hcp ¿put his monitor on my monitor¿ it indicated that the patient had been sitting up in that position for 13 hours, but the patient said this was not accurate. It was stated that the hcp said ¿let me do something else to your monitor¿ and he ¿jolted it¿ and the patient could feel that, and the hcp turned it down. It was noted that at this time the cat scan was ordered to make sure it ¿hadn¿t moved or whatever else it does¿ and it was noted that the manufacturer¿s representative would meet with the patient on thursday. The patient reported her legs felt ¿100 worse than they did¿, and it was noted that the patient had restless leg syndrome in addition to degenerative disc. It was stated that spinal cord stimulation (scs) therapy helped with her discs and "really helped" with her restless legs until now. It was noted that she was on 12mg of requip/ropinirole and weaned down to 3mg, but now since her problems started she had increased to 4mg. It was noted that the patient also took ibuprofen or aleve. It was further noted that the only other thing that seemed to help was to take a walk. The patient stated that she did not want to increase her medicine because it put her to sleep. It was reported that around the time her legs started hurting, the patient had a problem with recharging. It was stated that she went to visit her sister and forgot to bring her recharger. The patient reported that she normally recharged every sunday, wednesday and friday every week for an hour and charges to a full battery ("4 bars"), and when she checked her battery on friday the stimulation had turned off because there was no battery. The patient stated that this should not have happened because she had just recharged on wednesday. It was noted that this happened before the patient started increasing her amplitude. The patient stated that since this time she has not had to charge more often, but it did seem to take longer to recharge fully. The patient noted that she wasn¿t sure if it was because she was anxious and worried. Additional information received reported that the patient saw the antenna temperature symbol yesterday when recharging. It was stated that today the message wasn¿t there, and that yesterday the message came up after 2 hours of recharging. It was stated that the patient was currently only getting 2 to 4 bars of coupling. It was stated that the patient couldn¿t get better than that and had already tried. The patient noted that the manufacturer¿s representative¿s recharger could get 6 to 8. It was stated that the patient saw the manufacturer¿s representative last week and got all reprogrammed. It was noted that the patient did not wear a belt with recharging. The patient stated that she wasn¿t sure if the antenna was warm yesterday when it went off. It was indicated that stimulation randomly turned off and the ins wasn¿t holding a charge as much as it could. It was noted that the patient¿s next appointment with a follow up hcp was in august. It was stated that it was¿hard to tell¿ if it helped therapeutically. It was stated that the patient¿s legs felt ¿okay at the moment.¿ it was noted that the patient ¿needed another back operation¿ and that therapy helped with her back ¿some.¿ it was stated that the patient did fine for the first 6 months then her legs felt like (B)(4) apiece. It was stated that when they increased the amplitude on the stimulator and it didn¿t work, just gave an ¿awful sensation¿ so they backed it back down. It was stated that when the implant went off, it automatically turned back on after she changed position, and that it happened 2 days ago. It stated that the manufacturer¿s representative told the patient to recharger longer and more frequently. Additional information received reported that the patient was still having concerns regarding the device or therapy but they were working with the healthcare professional (hcp) or manufacturer's representative. It was stated that the patient had appointments scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the replacement was done and the device was being sent back for analysis.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65 , serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37791, serial # unknown, product type recharger. (B)(4).